Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that usb cable was frayed and would no longer work to charge the pump. There was no reported impact to customer's blood glucose level. Replacement cable was sent to the customer.